Event description:
It was reported that the patient's vns was now indicating high impedance on system diagnostics with dcdc=7. Last goof diagnostics were taken (B)(6) 2011, as per the site. The patient's vns was disabled and x-rays were ordered however they were not sent to the manufacturer for review. No trauma or manipulation to the device area is believed to have occurred. The patient was not experiencing any adverse events. Surgery to replace the patient's lead and generator has occurred. The explanted lead and generator were returned for analysis. The explanted lead is still undergoing analysis however analysis of the generator has been completed. The generator performed to specifications and no anomalies were found.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead has been completed. A portion of the lead including the electrodes was not returned. Dried body fluids were observed in the inner and outer tubing however the only points of entry was a puncture mark in the outer tubing and the cut ends made during explant. No discontinuities were observed. Setscrew marks on the lead pin indicate that connectivity between the lead pin and the generator was good at one point in time.